Event description:
It was reported that the ilet displayed ¿enter bg or connect cgm dosing stops in 6 minutes¿ after the user paired a new continuous glucose monitor (cgm) that was in warmup, resulting in a temporary dosing interruption because the user could not perform a fingerstick or enter a blood glucose (bg) value before the device timed out. Dosing was expected to resume once the cgm completed warmup and provided a reading. No reported adverse clinical effects. Outcomes included temporary interruption of automated dosing without clinical sequelae. Investigation included a customer care troubleshooting session and education on cgm warmup and the need for bg entry or cgm connection to maintain dosing. Investigation of this case revealed that the event was consistent with expected device behavior when a cgm is not yet providing data and a bg value is not entered, with no malfunction of the ilet or cgm components identified. It was concluded, based on previously established findings for similar reports, that user handling and timing related to cgm replacement and warmup were the most probable causes.